Event description:
It was reported that the user experienced repeated insulin delivery occlusions with an ilet system using an infusion set, including an event during sleep that led to blood glucose rising above 400 mg/dl and required a full supply change to resolve. Customer care provided troubleshooting and user education regarding proper cartridge handling and pump rewind procedure. Investigation of this case revealed that the occlusions were only resolved after complete supply changes, and the user had occasionally removed the cartridge before initiating the pump rewind, which could contribute to flow interruption. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included interruption of insulin delivery and the need for supply replacement. It was concluded, based on previously established findings for similar reports, that user technique and/or consumable-related factors were the probable cause.